Event description:
It was reported that during surgery, one (1) q-fix all suture anchor broke in half and came out after the anchor was implanted and the suture was slid. The suture anchor remained in the bone hole. The procedure was completed, after a non-significant surgical delay, with a competitor device from fibertak. No further complications reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).